Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to not related to the device/therapy, but related to the implant procedure; surgery/anesthesia was noted.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced a stroke that was not related to the device/therapy, but possibly related to the implant procedure. It was also reported that at 2v of stimulation, the patient had an abnormal sensation on the right side of their body that could not be localized to any one part. At 3v of stimulation, the patient could identify paresthesia on their right hand, which was brief. At 4v of stimulation, the patient identified paresthesia on their 1st and 2nd fingers of their right hand, which was also brief. The diagnostics methods included a post-operative MRI that showed evidence of a left corona radiata subacute lacunar infarct. Interventions were stated as being administering heparin two days in a row starting on (B)(6) 2017; the event resulted in prolongation of an existing hospitalization. The event was resolved without sequelae on (B)(6) 2017.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient's weight at baseline was (B)(6).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to not related to the device/therapy, but related to the implant procedure; surgery/anesthesia was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.